Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The service department recalibrated the ail pcb.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with an 810:04 failure code. The event was reported to have occurred during programming/set-up in the medical surgery unit. According to the hospital representative, no adverse event, patient injury or medical intervention had been reported related to the device. This is involving a pump with software version (B)(4) which is categorized as remediated. During service at baxter on 30 april 2010, it was discovered that the ail pcb (air in line printed circuit board) was out of calibration and needed to be recalibrated. No additional information is available.